Event description:
Customer reported a past event of low blood glucose of 53mg/dl. Cause was not known. Customer consumed carbohydrates as a corrective action after the low blood glucose event and was advised by technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels. Customer had acknowledged and understood the recommendation.